Manufacturer narrative:
(B)(4). D10: medical products: item#: 110024773, juggerstitch curved implant; lot#: 66701915 g2: foreign: denmark customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was attempting to deploy the implant, the device failed to deploy the implant. Attempt has been made to obtain additional information. No additional information has been received at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6: it was initially reported that device was implanted and then explanted. The device was not truly implanted therefore both d6a and d6b should be considered blank. Visual examination of the returned product identified that sample one was sent back with the suture and anchors out of the needle. The device has been cycled one time and the tabs of the front-end assembly have fractured off and remain in the handle of the device. Sample two was also sent back with the suture and anchors out of the needle. The device has been cycled two times. There is also some debris on the handle of the device and the suture has some discoloration. The black button cycled without any issues. The features of the fracture surface visually align with a bending overload fracture failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed for fracture as product was returned. Anchor deployment issue could not be confirmed as the device was cycled twice and the sutures and anchors were out of the needle. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.